Manufacturer narrative:
One device was received for investigation. The reported screen issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to a software error. However the investigation could not duplicate the reported remote dose issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device software was refreshed and the device passed all testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device screen was white while in use with a patient. The patient was reported to have experienced discomfort. During preventative maintenance, the issue reoccurred. The logs indicated that the pcea remote dose cord disconnected multiple times. Although there was patient involvement, no harm was reported. The event occurred during infusion.